Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the trt75 cartridge did not fire the staples with the tct75. Another reload cartridge was used to complete the case. There was no consequence to the pt.